Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic hysterectomy, as the surgeon was closing the vaginal cuff, right before use, three threads broke. Two more strands were pulled to finish the case and closure. There was no patient injury.